Event description:
It was reported that the patient presented in for an implant procedure. During the procedure, the helix of the lead failed to retract. The lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event that the helix failed to retract was not confirmed. As received, a complete lead was returned in one piece with the helix extended with no blood. The helix could be fully extended and fully retracted after applying torque directly. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.